Manufacturer narrative:
Investigation: visual inspection revealed that the delivery device was returned inside the loading device. The seal and the tension spring assembly were inside the loading device, under the window. The green slide lock and the white plunger were not depressed on the delivery device. There was no evidence of blood on the device. Based upon the received condition of the device, the reported complaint "device was defective" was confirmed as a "failure to load properly." A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring iii was defective. A new kit was used to complete the procedure. There were no pt effects. The product was returned. Upon receipt of the product, it was observed that the heartstring iii seal did not load properly.